Event description:
Healthcare professional reported left side seroma, capsular contracture, baker grade IV, and "some folding". The device remains implanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side seroma, capsular contracture, baker grade IV, and "some folding". The device remains implanted.